Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿his bundle pacing in amiodarone-induced complete heart block, qt prolongation, and torsade de pointes.¿ jacc: case reports. 2020; 2(5):780-784. Doi: 10.1016/j.jaccas.2020.02.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The patient presented to the emergency room with hypertension and an irregular heartbeat. Of note, the patient had been discharged one day prior to the ER visit, for "decompensated heart failure in the setting of atrial fibrillation (af)with rapid ventricular response." Subsequently, the patient had a procedure to implant a cardiac resynchronization therapy defibrillator system. According to the author, during the procedure, pacing from the left ventricular (lv) lead positioned at the posterolateral coronary sinus (cs) branch "invariably induced non-sustained torsade de pointes (tdp) . Pacing-induced non-sustained tdp also occurred at other sites of cs branches. Thus, the lv lead was not placed." Complete heart block and prolonged qtc were also observed. The procedure continued with the placement of a bipolar pace/sense lead; which "suppressed the tdp." Follow up for 12 months showed no ventricular arrhythmia events, stable thresholds, and right ventricular (rv) lead parameters. It was also noted that the patient's left ventricular ejection fraction (lvef) had "improved from 38% to 45%." The location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.